Manufacturer narrative:
A ge service rep performed an on site investigation. The generator interface pcb was evaluated for testing. No conclusion can be drawn as final repair info is unavailable at this time and no add'l service info was provided.

Event description:
The customer reported that the system failed to allow fluoroscopic exposures and exhibited a non-recoverable loss of functionality. No pt serious injury or death was reported related to this event.